Event description:
It was reported that the foley catheter fell out the next day after placement. It was stated that the balloon of the foley catheter was inflated again outside the patient's body and left for observation, but it was found that it again deflated 6 hours later.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. An amber 3 way foley catheter was returned opened without original packaging. No visual deformities were noted. Using a luer lock syringe the catheter balloon was inflated with 50 ccs of di water. The balloon inflated concentrically. Water began to drip from the third funnel. Lumen to lumen leakage is the cause of the deflation issue. The catheter does not meet specification, as it would not pass functional leak testing. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the reported event is confirmed manufacturing related. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out the next day after placement. It was stated that the balloon of the foley catheter was inflated again outside the patient's body and left for observation, but it was found that it again deflated 6 hours later.